Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8f 11cm avanti plus catheter sheath introducer (csi) separated when it was being withdrawn from the patient and the separated segment remained in the patient. Two additional venous access sites were obtained to remove the separated csi segment. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, while attempting to exchange an 8f 11cm avanti plus catheter sheath introducer (csi) over an unknown guidewire, the distal tip of the cannula separated when it was being withdrawn from the patient. The separated segment remained in the patient. Two additional venous access sites were obtained in attempt to remove the separated csi segment. However, the separated segment had to be surgically removed. The device was stored and prepped per the instructions for use (IFU). The access vessel had moderate calcification and mild tortuosity. There were no difficulties during the insertion process. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, while attempting to exchange an 8f 11cm avanti plus catheter sheath introducer (csi) over an unknown guidewire, the distal tip of the cannula separated when it was being withdrawn from the patient. The separated segment remained in the patient. Two additional venous access sites were obtained in attempt to remove the separated csi segment. However, the separated segment had to be surgically removed. The device was stored and prepped per the instructions for use (IFU). The access vessel had moderate calcification and mild tortuosity. There were no difficulties during the insertion process. The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip-separated¿ could not be confirmed. Procedural/handling factors such as inserting or withdrawing the device against resistance may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure, and withdraw the csi. Insertion procedure. Remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi. Discard the sheath appropriately.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.